Manufacturer narrative:
H6: imdrf device code a06 captures the reportable event of scope loss of visualization.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was to be used to treat biliary stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the image on the exalt duodenoscope was unexpectedly lost while the physician was attempting cannulation. At the time the problem was noted, the scope was in a short position, having just entered the duodenum. No accessory devices were in use, and neither irrigation nor suction was active at the exact moment of image loss. The clinical team initiated a series of troubleshooting steps, including disconnecting and reconnecting the scope, securing the rear connection, and restarting the controller. The scope's umbilicus was confirmed to be securely connected to the umbilicus receptacle of the controller, with no damage noted to the receptacle or the cables. Despite these efforts, image functionality could not be restored. The team subsequently proceeded with a reusable, non-boston scientific scope and generator to complete the procedure. There were no patient complication reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an exalt model d scope single use scope system was to be used to treat biliary stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the image on the exalt duodenoscope was unexpectedly lost while the physician was attempting cannulation. At the time the problem was noted, the scope was in a short position, having just entered the duodenum. No accessory devices were in use, and neither irrigation nor suction was active at the exact moment of image loss. The scope was removed from the patient without visualization. The clinical team initiated a series of troubleshooting steps, including disconnecting and reconnecting the scope, securing the rear connection, and restarting the controller. The scope's umbilicus was confirmed to be securely connected to the umbilicus receptacle of the controller, with no damage noted to the receptacle or the cables. These cables were later used with a different scope and functioned properly. Despite these efforts, image functionality could not be restored. The team subsequently proceeded with a reusable, non-boston scientific scope and generator to complete the procedure. The exalt d controller has been used since the reported event, and it operated as expected. There were no patient complication reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a06 captures the reportable event of scope loss of visualization. Device evaluation summary the exalt model d scope was returned for analysis. No damage was identified during the visual inspection. The media inspection reviewed the customer provided image of the controller display showing the single use device (sud) error instead of displaying the image. However, during the image, flush, functional and electrical test, the scope performed correctly and exhibited normal device characteristics. The reported event was not confirmed with testing of the returned device. With all the available information, boston scientific concludes that the most probable cause is no problem detected.